Manufacturer narrative:
Batch review performed on 19-apr-2023: lot 2100078: (B)(4) manufactured and released on 15-apr-2021. Expiration date: 2026-03-28. No anomalies found related to the problem. To date,(B)(4) of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 3 months after the primary surgery, the patient came in reporting anterior knee pain and the cause was unknown. The surgeon resurfaced the patient's natural patella and revised the liner (11mm) with a thicker one (12mm). The surgery was completed successfully.